Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving sufentanil, ketamine, and bupivacaine via an implanted pump. The indication for pump use was spinal pain. The patient reported that their communicator was not working very well anymore because when connecting to the pump, the percentage would go to 90% and stay there for about 11 minutes before it gave them a bolus. While on the call, the patient stated that they started requesting a bolus before calling in because they thought it would finish but stated the bolus was not done by the time the agent was talking to them. The patient read a 49 minute lockout after the bolus finished, and stated therefore, it took them 11 minutes to receive that bolus. The patient stated they thought the telemetry delay was due to the communicator. When the agent inquired about the event date, the patient stated it's 'been going on for about 3 months.' The agent assisted the patient in clearing data. The patient stated, 'I think I know what you're gonna do' when the agent stated they were going to walk patient through clearing data, but the patient did not provide further information. It was noted that the patient was difficult to hear and understand throughout call, and they mentioned their voice was hoarse.